Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited failure to sense. The icm was explanted and replaced. There were no patient consequences.